Event description:
It was reported that during a stenting treatment procedure, stent dislodgement and malposition occurred. The target lesion was located in the right coronary artery (rca). As the 3.5x20mm promus element stent was advanced the stent dislodged from the balloon. The physician attempted to retrieve the dislodged stent however was unsuccessful. The dislodged stent was deployed using a 1.5mm non-bsc balloon followed by a 2.0mm non-bsc balloon. The stent was deployed however not in the desired location. No patient complications were reported and the patient status is satisfactory.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).